Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The user facility provided additional information regarding the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke in the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.the user facility provided the additional information that the broken bur did fall into the surgical site, but was successfully removed because the surgeon could see it easily through the scope he was using and that there were no adverse consequences to the patient.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke in the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke in the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. The user facility provided the additional information that the broken bur did fall into the surgical site, but was successfully removed because the surgeon could see it easily through the scope he was using and that there were no adverse consequences to the patient.

Manufacturer narrative:
This is a duplicate reporting of the event reported on (B)(4).